Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified broken shell. Weight measurement identified device was underweight. A microscopic analysis was performed which identified: broken shell with sharp edge on posterior side assessed as unidentified (tear) opening (a dimension measurement in the shell was performed which identified the thickness within specification). Based on the device analysis the final assessment is broken shell with sharp edge assessed as unidentified (tear) opening.

Event description:
Patient reported a major inflammatory condition. Device has been explanted.

Manufacturer narrative:
Clarification to d6b.: explant is in the future. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture confirmed by MRI on the right side. Device is scheduled to be explanted.

Event description:
Patient reported a major inflammatory condition. Device has been explanted.

Manufacturer narrative:
Additional, changed, and / or corrected data.